Event description:
Vapogram performed because of puffiness around injection port. Vapogram showed extravasation of contrast which appeared to begin around catheter itself near its point of entry into the vein. Question of a crack in catheter. Contrast appeared to dissect back along track of catheter and pool superior to the port.